Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that a trained physician attempted an arteriotomy closure of a non-diseased cfa using the starclose device after an interventional procedure. The sheath did not split and the bleeding continued. The starclose was removed and hemostasis was achieved with manual compression. The patient did not have any adverse effect and was reported to be fine after the procedure. No additional information available.